Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was determined to have a pseudo capsule possibly attributed to elevated cobalt levels. Mdm liner was explant and a black substance was noted on the backside.